Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2019 and mesh was implanted. The patient reported experiencing intolerable abdominal pain since prosthesis placement. These pains led the patient to consult a pain center for 3 years. The patient had to be re-operated 2 months after the implantation of the prosthesis to clean the area and remove the residues of prosthesis. The area was too inflamed to put back a prosthesis so the patient only had sutures that dropped in the months that followed. So the patient has an eventration currently and still pain. The patient suffered the martyr for years until they lost their job, could not move. The pains were very violent: in stabbing, also neuropathic pains with electric shocks as soon as the patient moved, with each movement. The patient regularly consulted the pain center. Today the patient reports being disabled and live as if they were 90 years old. No further information is available or could be obtained as reporter details have not been disclosed (confidential).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.